Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system generated erroneous calcium results. Customer reported that they repeated the sample on another instrument when delta checks alerted the issue. Customer reported that the erroneous results were reported out of the laboratory. There was no report the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that line #26 was pinched closed. The fse opened the line and verified the reagent flow. The fse verified performance.

Manufacturer narrative:
(B)(4).